Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections, d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and stress/environmental testing without duplicating the report. Visual inspection of the device resulted in no findings. The device was recertified and returned to the customer. Review of the logs indicated three shocks were delivered. The third shock there was a large jump (80 ohms) between patient impedance (157 ohms) and defib impedance (237 ohms), right after a two-minute cycle of CPR where the pad most likely came in contact with the lead as stated by the customer. Communication with the customer confirmed the therapy was being delivered in the presence of an oxygen enriched environment. It's noteworthy to mention, the r series operator's guide in the section operator safety states, "do not use r series products in the presence of oxygen-rich atmospheres, flammable anesthetics, or other flammable agents (such as gasoline). No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 66-year-old male patient, the electrode pad had contact with the ECG lead and caught on fire. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no patient involvement in the reported malfunction.